Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 7 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl and the bg meter was reading 600 mg/dl. The reporter gave the patient insulin at this time. The patient began experiencing vomiting, stomach pain, weakness, and was on the ¿verge of being comatose¿. The reporter also stated the patient had ¿ketone poisoning¿. The patient was brought to the emergency room for evaluation. The patient was diagnosed with diabetic ketoacidosis and was hospitalized for 5 days. The reporter could not recall the specific medications the patient was treated with while hospitalized. The patient was stable and good at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.